Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, the patient reported that while attempting to deliver a bolus, his infusion device "re-boots". He stated that this has occurred three times. He stated that when he uses the up and down buttons to program a bolus, the beeps sound different than normal and the device shuts off and restarts instead of delivering the bolus. When the device turns back on, the stop sign is displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set and insulin cartridge were discarded and therefore cannot be requested to be returned for evaluation. The infusion device and adapter were requested to be returned for product evaluation.